Event description:
This report is to advise of an event observed during analysis confirming a short circuit.

Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrical insulation between conductor wires 1-4, tct, and tc2 was also tested while the catheter was deflected and un-deflected. A short circuit between electrode 1 and electrode 2 was detected. The catheter shaft was dissected just proximal to electrode ring 4. Conductor wire 2 was routed underneath the catheter spine 0.62¿ proximal to the catheter distal tip, consistent with the observed short circuit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of conductor wire 2 becoming routed underneath the spine remains unknown.